Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that when she turns the stimulator up ¿full blast¿ she doesn't feel anything at all. It was stated that the battery was fully charged and there were no accidents or falls that she was aware of. The patient had tried all the program groups and felt nothing. The patient was directed to make an appointment with the healthcare provider so they can be seen and have impedances checked and reprogramming done. The issue was not resolved at the time of the report.